Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The device was found to function as intended. No stripped threads could be found on the product and the instrument was able to be tightened by hand with no problems.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent left knee tumor resection on (B)(6), 2015. During the procedure, it was discovered that the instrument was stripped. When the surgeon was trying to tighten the instrument, it kept spinning. This resulted in a delay of approximately 30 minutes. As a result, the surgeon had to freehand the procedure.